Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms since 1/25. The customer's blood glucose (bg) level was impacted 300 mg/dl. The customer took a correction bolus via the pump. The customer indicated that the infusion set and cartridge were changed prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.